Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: date of event: unknown. After insertion, the foil ring was already torn and frayed. Type of intervention: ni . Patient status: no patient injury reported.